Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer within 24 hours phone call for knowing customer's condition;customer stated that feels same as the initial call time,feels tired and confuse. On (B)(6) 2016, customer stated the health condition worsen but not related to diabetes;customer had a seizure,customer was admitted to the hospital; customer tested and got results of 305 md/dl,the doctor increase the insulin dosage from 30 unit to 40 units; customer had a seizure repeated during the night time at the hospital,customer treated with antiseizure med and IV drip with insulin. Customer stated last result reading was 190 mg/dl on (B)(6) 2016. The blood glucose level is monitored every hour. Customer admitted at the hospital at the time of the call.

Event description:
Costumer reported complaint for "hi" blood glucose test results. Customer's son, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer feels tired and confuse. Medical attention is reported as a result of and reported symptoms on (B)(6) 2016. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history : (B)(6). Customer called in stating meter was reading hi. Customer states the normal blood glucose range is unknown at time as the healthcare provider has recently changed the medications for diabetes management from metformin to insulin because of blood glucose readings increasing. Customer does not know what the healthcare provider wants the glucose readings to look like, states he will call in later to find out. Customer tested for the first time with the true track today (B)(6) 2016 and obtained a reading of hi about an hour and a half after breakfast. Customer states healthcare provider was called and was directed to administer 30 units of lantus. Customer states he was changed to insulin because the healthcare provider had mentioned the blood sugar was "very high" and the a1c was high as well. Informed customer to monitor closely any symptoms that continue to occur or worsen and to seek medical attention. Customer denied to run back to back blood as he states the results might still be too high as insulin had been administered a couple minutes ago.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue. Manufacturer contacted customer within 24 hours phone call for knowing customer's condition;customer stated that feels same as the initial call time,feels tired and confuse. On (B)(6) 2016, customer stated the health condition worsen but not related to diabetes; customer had a seizure,customer was admitted to the hospital; customer tested and got results of 305md/dl, the doctor increase the insulin dosage from 30unit to 40units; customer had a seizure repeated during the night time at the hospital,customer treated with antiseizure med and IV drip with insulin. Customer stated last result reading was 190mg/dl on (B)(6) 2016. The blood glucose level is monitored every hour. Customer continue admitted at the hospital at the time of the call. Follow up phone calls for knowing customer's condition;customer stated feel the same as the initial call date, feel tired and confuse.

Event description:
Consumer reported complaint for "hi" blood glucose test results. Customer's son, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer feels tired and confuse. Medical attention is reported as a result of and reported symptoms on (B)(6) 2016. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history : hi (B)(6) 2016 11:27:00 am fasting: no, undisclosed, undisclosed, undisclosed, undisclosed. Customer called in stating meter was reading hi. Customer states the normal blood glucose range is unknown at time as the healthcare provider has recently changed the medications for diabetes management from metformin to insulin because of blood glucose readings increasing. Customer does not know what the healthcare provider wants the glucose readings to look like, states he will call in later to find out. Customer tested for the first time with the true track today (B)(6) 2016 and obtained a reading of hi about an hour and a half after breakfast. Customer states healthcare provider was called and was directed to administer 30 units of lantus. Customer states he was changed to insulin because the healthcare provider had mentioned the blood sugar was "very high" and the a1c was high as well. Informed customer to monitor closely any symptoms that continue to occur or worsen and to seek medical attention. Customer denied to run back to back blood as he states the results might still be too high as insulin had been administered a couple minutes ago.